Event description:
It was reported that one locator was attached to the oss implant site #12, which had bone loss and was fractured. The other locator was fractured and implant had to be removed to fracture.

Event description:
It was reported that one locator was attached to the oss implant site #12, which had bone loss and was fractured. The other locator was fractured and implant had to be removed to fracture.